Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08810 inches. The following physical damage was noted: cracked case at corner of the display window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error on (B)(6) and that the customer was hospitalized twice due to diabetic ketoacidosis and blood glucose level of over 600 mg/dl. The customer's parent was assisted with motor error troubleshooting. The customer's parent stated that the drive support cap appeared normal. The customer's parent stated that the insulin pump was not exposed to high magnetic fields. The customer's parent was assisted in clearing the alarm and performing a rewind. The customer's parent stated that they were able to complete pump rewind due to the alarm. The insulin pump's alarm history contains more than one motor error alarm within a thirty day period. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer's blood glucose level during the call was 497 mg/dl. The customer's parent provided the hospitalization details and stated that the customer was hospitalized on (B)(6) 2017 at 6:00 p.m., was sent home, and had to go back on (B)(6) 2017 at 12:00 p.m. With blood glucose of over 600 mg/dl for both events. The customer's parent stated that the insulin pump had motor error leading to the hospitalization. The customer was currently in the hospital during the call and was wearing the insulin pump during hospitalization. Troubleshooting for high blood glucose was declined. Per motor error troubleshooting, the insulin pump was returned for analysis.